Event description:
Reportedly, the pt passed away. To proceed to the explantation, the physician wished to cut off the therapy shock function before explantation. However, the device could not be interrogated.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. The analysis is pending.